Manufacturer narrative:
The customer states that the display screen at the cns (central monitoring system) turns off by itself. When the display is turned on it remains on for about two hours and then turns off. An exchange monitor is being shipped out to the customer. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer states that the display screen at the cns (central monitoring system) turns off by itself. When the display is turned on it remains on for about two hours and then turns off. An exchange monitor is being shipped out to the customer.

Manufacturer narrative:
Manufacturer narrative: the customer states that the display screen at the cns (central monitoring system) turns off by itself. When the display is turned on it remains on for about two hours and then turns off. An exchange monitor has been sent to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.